Manufacturer narrative:
Our product evaluation laboratory received one model 120805f catheter with one (1) stylet wire. The balloon latex was pulled out completely from under the proximal windings. The balloon latex was torn completely around the circumference of the catheter body at the proximal end of the distal balloon windings. The balloon latex proximal of the torn location was missing and not returned. The balloon inflation lumen was occluded. Blood was visible in the balloon inflation ports and on both of the balloon windings. The proximal balloon windings were damaged. No other visible damage or inconsistency was observed from the catheter body or distal balloon windings. The customer report of "the balloon was damaged" was confirmed on evaluation. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ the IFU also states, ¿with the catheter suitably positioned, inflate the balloon with sterile fluid or gas. Balloon inflation should be stopped when the balloon can be felt to engage the arterial wall¿. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI #: (B)(4).

Event description:
It was reported that after placement of the fogarty catheter in the vessel, the balloon was injected with 0.7ml of an unknown medium and broke. The issue occurred in four (4) consecutive devices until a fifth device was able to be used without issue. The clinician did not believe there were any missing pieces from the damaged balloons. There were no interventions performed and there was no allegation of patient injury. Patient demographics were requested and not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.